Event description:
It was reported by the doctor that there was no failure of the implant, but there was a loosening of the distal screw out of the plate within 8 weeks. Implant was reported to be an anklefix plus plate.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the pt has not been revised. The device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical devic report will be submitted. (B)(4).